Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as marks on the back that are bleeding. There was no alleged device malfunction contributing to the wound. The patient¿s home health nurse applied a skin protectant to the area. Outcome of the wound is unknown.

Manufacturer narrative:
Not applicable.